Event description:
Boston scientific became aware of an event in which the physician put in the coil, and felt a lot of resistance. Pulled it back to reposition and coil would not advance through the catheter. Pulled both products out. No complications with the pt were reported to have occurred during this event.